Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie pockets failed and were missing from the med application configuration. A field service engineer reseated the row board cables connection and reseated all cubie trays and pockets. After testing, all pockets and the drawer were successfully recovered. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, failed drawer in cath lab 1 pyxis . The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.